Manufacturer narrative:
Medical device problem code 2017 - incorrect removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that suture placement in the severely calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. After deployment of the second prostyle device, the footplate was unable to be completely closed. Resistance was noted during removal of the device. The device was retracted from the vessel using force and torque. The device came out of the vessel with part of the posterior footplate exposed with a piece of vascular calcium attached to the footplate. The retraction caused a dissection damage to the arteriotomy. The damage was mitigated by inserting a 12f sheath into the groin. The tavr procedure was completed. Repair of the vessel and hemostasis were done via a surgical cutdown. The pre-placed suture was intentionally removed via the surgery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
User facility medwatch report received that states: ¿while inserting an abbott medical closure device, called perclose prostyle the device pulled through the iliac artery, removing a piece of calcium. This resulted in making a tear in the artery.¿

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty with the foot was confirmed based on return device condition. However, the foot was re-assembled back into the guide. The foot was deployed and retracted with no anomalies noted, via opening and closing the lever. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the physician retracted with the footplate not being fully parked. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever fully to its original position. Attempting to remove the device without closing the lever could cause breakage of the device or lead to vessel trauma, which may necessitate intervention and or surgical removal of the device and vessel repair. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent patient effect and treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4), a3, a4: patient age, gender and weight corrected. D9: the device was initially reported as discarded; however, it was returned for analysis.